Event description:
It was reported that the target lesion was located in the heavy calcified circumflex. When the multi-link 8 device was attempted to cross the lesion, the stent delivery system (sds) catheter fractured [separated] and the stent was not deployed. Another multi-link 8 3.5 x 15 mm was implanted with success. There were no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that during the attempt to cross the lesion, the distal shaft became kinked. After removal from the anatomy, the distal shaft became separated due to post procedural handling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation and kinks were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.